Event description:
While attempting to defibrillate a patient the device failed to discharge at 200 joules with paddles. The clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction.